Manufacturer narrative:
Examination methods include: visual examination; stereomicroscope; scanning electron microscope (sem); energy dispersive electron microscopy (edxa). Macroscopic examination of the devices showed: fracture of the component(s). Microscopic examination of the fracture surface showed: cleavage planes indicative of brittle overload fracture; microscopic void coalescence indicating ductile overload fracture. Material analysis (edxa) showed that: no chemical anomalies were seen when compared to an edxa standard of the material. From the analyses conducted during this investigation, it was shown that the impactor bolt on the genesis ii femoral impactor fractured in static overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. These loads may be bending as well as compressive in origin. No material or manufacturing deviations were found during this investigation.

Event description:
It has been reported that a revision surgery was performed to remove a screw that broke away from the instrument, fell into and was sutured in the patient body. The screw was found during post-op x-ray.